Event description:
Reporter alleged the customer obtained the results of 216 mg/dl, 102 mg/dl, 116 mg/dl and 164 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer ate some gummies and took some glucose tabs about 15-20 minutes prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.